Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced bilateral capsular contracture, baker grade unknown, and symptoms including pain, firmness, crinkle noise, breast illness, stomach pain, shoulder, pain, joint pain, autoimmune disease, anemia, and distress. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the second of two devices.